Event description:
It was reported the device was leaking. There was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a faulty pcb (printed circuit board) couldn't set the over temp, cracked tank cover, worn line cord, pole clamp, and front cover. The customer stated problem was duplicated. Replaced: pcb, tank cover, line cord, pole clamp, and front cover. The cause of the reported problem was traced to the user manipulation of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.